Event description:
The facility representative reported a pump that overinfused during pt use. Testing performed by the customer could not confirm or duplicate the malfunction. No pt injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received or evaluated by baxter. Contact with the customer reveals that the customer may not be sending the pump for evaluation. A follow-up report will be submitted should the device be made available, and an evaluation is completed.